Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the pump had a partial display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer reported that she was not feeling well and tested and blood glucose was 415mg/dl. The customer told that she will treat with injections. The customer was advised that she will need to treat per healthcare professional instruction. The patient's blood glucose at the time of the incident was 199mg/dl. The patient's current blood glucose was 415 mg/dl. The customer felt dizzy related to their high blood glucose. The customer treated for high blood glucose with an injection. The drive support cap appeared normal. The customer also reported that when she pressed the button to turn on the pump there looks like a shadow on the screen even when it is supposed to be blank. The customer was sweating at night also reported that since last doctors visit blood glucose had run a bit high in the morning. The customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump at revert to back up plan. He insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self test and displacement accuracy test. Not missing segment/partial display anomaly noted. Unit had minor scratched lcd window and cracked reservoir tube lip.